Manufacturer narrative:
Tests carried out on site by field service engineer failed to reproduce the reported fault. Spacelabs has requested that we be provided with the serial number of the device and that the suspect parts to be returned to our facility for investigation. We are waiting to receive the parts and the serial number information. No one has been injured as a result of this malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that a spacelabs anaesthesia machine was intermittently unable to deliver gas to the patient in either vent or bag mode.

Manufacturer narrative:
Spacelabs has requested the customer to provide the serial number of the device and return the suspect parts to us for investigation. The customer was unable to identify the absorber used at the time of the event. No parts from the second event were returned. Inspection of the suspect parts returned from the same customer for another similar event (MDR 3023361-2011-00031) identified the root cause was valve occlusions causing the valves to stick. A sticking inspiratory valve will prevent mechanical ventilation and manual bagging of the patient. Environmental factors attributed to anesthesia machine breathing circuits, such as moisture and fluids, absorbent debris, and dust, increase the possibility of valve occlusions that may cause the valve discs to stick. Spacelabs user manual for absorbers states that a pre-use check is required prior to every use. Both inspiratory and expiratory valve discs are required to be clean and free to operate. The absorber involved in this incident had been installed for approximately 2.5 years. As we discovered no wear on the unidirectional valves during our investigation, we conclude that environmental factors as described above are the cause of this valve sticking on this absorber. Spacelabs will continue to monitor our complaint system for incidents showing similar symptoms. No one has been injured as a result of this malfunction. The customer has voluntarily replaced all the valves on the absorbers in use. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a spacelabs anaesthesia machine was intermittently unable to deliver gas to the patient in either vent or bag mode.